Event description:
It was reported that three closure tops stripped during installation intra-operatively. They were removed and replaced by another closure top to complete the surgery without patient impacts. This is report two of three for this event.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed stripped/chipped threads on the closure tops. Potential cause: root cause was unable to be determined. This event could possibly be attributed to inserting off-axis leading to cross-threading. DHR review: per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00419 through 3012447612-2021-00421.

Event description:
It was reported that three closure tops stripped during installation intra-operatively. They were removed and replaced by another closure top to complete the surgery without patient impacts. This is report two of three for this event.